Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(4). The pump was returned assembled with the driveline (dl) cut approximately 3¿ from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outflow elbow was returned attached to the pump's outlet port. Approximately 1" of the sealed outflow graft was returned attached to the outflow elbow. Approximately 1" of the sealed outflow graft bend relief was returned detached from the device. The sealed outflow graft bend relief collar was also returned detached from the device. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Examination of (B)(4) upon disassembly revealed a denatured, adhered thrombus formation surrounding the bearing cup within the distal side of the inlet stator. The lamination and denaturation of the formation indicate that it likely formed over an undetermined period of time while (B)(4) was supporting the patient. The remaining blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated ldh. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 5 years 3 months 7 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2013. It was reported that the patient received a transplant on (B)(6) 2018. The patient has been admitted since (B)(6) 2018 for elevated ldh. There was no change in pump parameters and he was treated with IV heparin and integrilin. The patient's transplant status elevated due to suspected thrombus. No additional information was reported. Additional information was requested but has not been provided.